Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/02/2016 with the following findings: during testing, the battery compartment was found to be cracked at the case seal below the bumper. The test clip was able to slide securely onto the pump. The battery cap was not returned with the pump and a test cap was used to complete the investigation. Unrelated to the initial complaint, it was observed that the u-groove of the pump was damaged with a portion of the case missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment of the pump. This report is made based on results of investigation completed on 03/02/2016.